Event description:
Additional information was received from a healthcare provider (hcp) indicated it was confirmed the pump had no volume discrepancies following the MRI and the expected volume was 3.1mls and the hcp aspirated 5mls. The patient¿s weight was unknown. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving 2000 mcg/ml baclofen at 1056 mcg/day via an implantable pump for intractable spasticity. On (B)(6) 2020, it was reported that the patient had an MRI on (B)(6) 2020, and the hcp reported that they observed 2 alerts stating that the pump was stalled. The patient has had no symptoms, and the pump hasn't been alarming. The patient stated that the pump was checked right after the MRI. The hcp confirmed that the pump recovered at the same time the logs were checked on (B)(6) 2020. The hcp planned on checking the volume of the pump versus the expected volume.